Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) ranging from 20-40 mg/dl. Customer consumed glucose tablets to treat bg. Reportedly, the customer alleged pump software did not suspend insulin delivery, resulting in the low bg. Tandem technical support (cts) determined that the pump functioned as intended, however, the customer did not acknowledge and maintained allegation. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.